Event description:
During the procedure, the distal tip pad detached from the device. The pad was removed from the patient. There was no serious injury reported.

Manufacturer narrative:
The device was returned, however, it was misplaced and could not be evaluated.